Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the failure. A review of the device history record- DHR found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head image was blurred. The event was found during preparation for use for an unspecified procedure. There were no reports of patient harm.